Event description:
It was reported that the customer's sensors were missing electrodes. The sensors will be replaced if approved. The customer's blood glucose values were unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.